Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient complained of a heating sensation at the ipg site when charging. The patient stated she cannot determine if it is the charger paddle heating or if it is the ipg site heating. The patient stated the ipg site area is tender. The patient stated she is uncertain if it is actual heating or the tenderness being aggravated by the paddle being pressed against the ipg. The patient also stated she has lost a significant amount of weight, as a result the ipg is reportedly protruding and she is unable to locate the ipg with the charger. A replacement charger sent to the patient did not resolve the communication issue. Surgical intervention is planned for a later date to address the issues.

Event description:
Follow-up identified the patient had her scs ipg replaced with a new one. Additional follow-up identified the patient reported she no longer has pain at the ipg.